Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lithovue flexscope was used during a kidney stone removal with laser procedure performed on (B)(6) 2022. During withdrawal, the lithovue scope tip was locked in a 270 degrees deflected state which was removed by cutting the shaft and the patient experienced bleeding.